Event description:
The rv lead clearly shows noise. The patient is not dependent and no symptoms reported. Clearly to me the lead appears to be oversensing." Lead manufactured by st. Jude. Case: (B)(4) / sr (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).